Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with amikacin injection (250mg, per day, for 14 days, discontinued, route was not reported) and vancomycin injection (1gm, every 3rd day, for 14 days, discontinued, route was not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.